Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after repeated attempts at different positions, the pacing impedance of the lead was high and undefined. The lead was removed and not used. A new lead was implanted instead. No patient complications have been reported as a result of this event.